Manufacturer narrative:
Qn#(B)(4). The device history review for visistat 35r 6/box lot# 73k2100594 investigation did not show issues related to the complaint. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
Reported issue: the doctor failed to fire staple while using on a patient.

Manufacturer narrative:
(B)(4). The customer returned one unit of 528135 visistat 35r 6/box for investigation. Visual examination of the returned sample revealed that the staples appeared severely misaligned. The stapler was returned with approximately 35 staples remaining in the cover block. The trigger was returned partially engaged. No clear evidence of use in the form of biological material was present on the device. The device history review for the product visistat 35r 6/box lot# 73k2100594 investigation did not show issues related to complaint. Each stapler is fired three times and then 100% inspected for proper staple alignment at the manufacturing site. For this reason, it is unlikely that the issue was present at the time of assembly. It could not be determined what caused the staples to misalign. An nc was opened by the manufacturing site to further investigate this issue. The forming tool component is under investigation as part of the nc. The reported complaint of misfire/jamming - staples not firing was confirmed based upon the sample received. Visual examination revealed that the staples were severely misaligned. Proper functional inspection could not be performed due to the severe misalignment of the staples. The sample was disassembled, and die casting anomalies on the forming tool was discovered. No other defects or anomalies were observed. Teleflex will continue to monitor and trend on complaints of this nature.

Event description:
Reported issue: the doctor failed to fire staple while using on a patient.